Manufacturer narrative:
The reported complaint of saline leak was not confirmed during the visual and functional testing of the returned icy catheter. No issues or discrepancies were found. No leaks, no damage, and no device malfunctions were observed during testing, and the catheter functioned as intended. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated to 100 psi; no leaks or issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a flow rate of 240. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and operated on the thermogard console system, running in the max warming mode with a target temperature of 37°c for 60 minutes, and in the max cooling mode with a target temperature of 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warmed during the warming mode and cooled during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
On (B)(6) 2026, ivtm therapy was initiated using the icy catheter (lot #214311). On (B)(6) 2026, blood backflowed into the catheter's proximal infusion lumen, so the line was switched to the proximal infusion lumen, but backflow occurred again. On (B)(6) 2026, a saline leak was confirmed. On (B)(6) 2026, the catheter was removed. No patient injuries were reported.

Manufacturer narrative:
Correction to b5 (describe event or problem).

Event description:
On (B)(6) 2026, ivtm therapy was initiated using the icy catheter (lot #214311). On (B)(6) 2026, blood back flowed into the catheter's proximal infusion lumen, so the line was switched to the medial infusion lumen, but backflow occurred again. On (B)(6) 2026, a saline leak was confirmed. On (B)(6) 2026, the catheter was removed. No patient injuries were reported.